Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:during testing, the display was dim and discolored. All the keypad buttons were under responsive. Evidence of contamination was found under all key contacts. The audible alarm was unresponsive during testing. The piezo solder was found to be cracked. Unrelated to these issues, the bottom grip pad was missing from the pump. (B)(6) .

Event description:
The pump was returned for investigation. Investigation revealed a display issue, a keypad button response issue with evidence of contamination, and damage to the piezo causing an alarm issue. This report is made based on results of investigation completed on (B)(6) 2015.